Manufacturer narrative:
The report of ¿loss of stimulation¿ was confirmed. Analysis of the lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. During the surgery a lead fracture was discovered. As a result, the patient's lead was explanted and replaced. Effective therapy was established.